Event description:
Customer initially reported that the tip broke during surgery, no pt injury. On (B)(6) 2012, assistant nurse manager, operating room, called to report the surgeon was probably performing a total knee replacement when he used the device to grab the end of the tibia when the device broke but no parts broke off. The device was not near the joint space and she said there was no significant risk to the pt. No surgical delay. On (B)(6)2012, customer was unclear/unsure about their medwatch filing status.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.